Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 8 years and 6 months.  It was reported that the device would not be returned for evaluation. Additional information was requested, but not provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2008. It was reported that the patient was found deceased at home. The driveline was connected to the system controller, and the external batteries were found to be depleted with the pump stopped. The coroner stated there was "no sign of struggle". Family members stated that it appeared that the patient died while sleeping. There were no audible alarms when the family found the patient. Additional information was requested, but not provided.

Manufacturer narrative:
No product was returned for evaluation. A correlation between the device and the reported event could not be conclusively determined. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.